Event description:
It was reported via repair work order that the bed exit would not alarm at the bed due to a faulty beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.